Manufacturer narrative:
The service rep found depleted batteries. Could not replace the batteries because we no longer make them since 2003.

Event description:
The customer reported errors with their batteries. No patient injury was reported.